Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to need for serial mris. It is unknown if there are plans to reimplant the patient as of the date of this report.